Event description:
It was reported that a spectrum infusion pump had an issue with the "charger post". It was also reported that there was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported "charger post". The evaluation found the 6 pin connector on the rear case to be failed (creating an intermittent power connection and causing pump to turn off) and is likely what the reported symptom is referring to. The rear case assembly was replaced to correct this condition.